Event description:
As reported by the user facility: a phone call came in on (B)(6) 2024 that states that the clinical safety awareness team at central texas va has been conducting experiments regarding the air in line issues, and they believe it is because there are two filters near the connection leurs. They stated that most types of tubing only has one filter and they believe it is introducing potential for air in line. (B)(6) 2024 8:40 am customer complaints advocate called the customer facility and was connected to the safety awareness team who provided the reporter's phone number. 8:44 am call placed directly to the reporter, clinical nurse. No answer follow up email sent. (B)(6) 2024 customer provided a video of the device malfunction. Additional information was also provided: as a background to how this came about, our patient safety team received two (2) safety events referencing asv coming loose from the bbraun IV tubing resulting in close calls. We wanted to validate was it due to the asv not being secured or another possible contributing factor. Part of our action plan scope was to conduct trials using bbraun pump and tubing for the asv events listed above and air in line events. In total we used sixteen (16) bbraun pumps. We were not successful in recreating an event where the asv came disconnected. A total of sixty-four (64) simulations were conducted over four (4) weeks. We successfully reproduced the presence of air bubble sixty-four (64) times intentionally. Troubleshooting of automatic priming were effective in fifty-two (52) instances. Ten (10) instances required the multi priming. Two (2) instances of no air bubbles were visibly removed following priming. We also opened the door of the pump, removed and visualized the tubing, tap the tubing section that is loaded inside the pump and observed for bubbles. Then used a 70%isopropyl alcohol pad, wipe the segment of the tubing between the silicone pump segment and the green anti-free flow protection clamp, reinstall tubing into the pump and restart the infusion. In the process of reproducing the presence of air bubbles, identified air in line or possible out gassing recessing in the tubing despite asv attached. Worth noting the air in line does not recess always when asv is disconnected.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A video was provided for further evaluation and an air bubble was observed; however, because a lot number and sample were not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. While we are unable to determine the root cause of this incident, an approved project is in place to further address issues of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.